Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: it was closed on tissue and filed by itself and the staples weren¿t formed. It is unknown if the staples deployed and were unformed, or if the staples did not deploy. It is unknown which firing the issue occurred or the specific cartridge code, but it was a gst reload. The surgeon does not use buttressing material. Additional information was requested and the following was obtained: did the device fully fire when it fired by itself? Was there any issue getting the motor to stop? If yes, how was it stopped? Was there any difficulty opening the device jaws? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? If the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? On which firing did this event occur (1st, 2nd, 12th, etc.)? What was the product code of the cartridge (gst60t, gst60d, etc.)? He said he took the safety off and the stapler fired without him touching the firing trigger. He said the knife blade got to end and stopped. It wouldn't automatically reverse. The reverse button didn't work and he had to open up the manual override to get the knife blade back to the starting position. He opened a new stapler to complete the case.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was "closed on tissue and it fired by itself. The staples were not formed." Another like device was used to complete the procedure. The case was completed with no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # n54n0n. The analysis found that one plee60a device was returned in good visual conditions and without cartridge present. Upon further inspection the firing trigger spring was found detached. This could allow the firing trigger to activate the firing trigger switch without the user pulling the firing trigger. When the spring was reattached, the device was test fired and functioned as intended after the bailout mechanism was reset. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4) . As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.